Event description:
Pt came to hosp for outpt arthroscopic knee surgery. Pt underwent shave prep prior to surgery. After prep was completed, pt complained of itching at site and nursing staff noted excessive bleeding from multiple lacerations on leg. Razor used in prep was located and noted to be defective. Pt's leg was cleaned, dressed and pt given medications including antibiotics. Surgery was cancelled by physician.